Event description:
It was reported that a leaking transfer set was discovered during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the transfer set was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification and identified broken occluder feet. Clear passage test and integrity of seal surface test were performed with no issues noted. Leak testing and clamp function testing were performed and identified broken occluder feet. The reported condition was verified. The cause of the condition was determined to be damaged component due to the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.